Event description:
It was reported that the procedure was to treat a new lesion located distally in the right coronary artery. A direct stenting attempt was made with the xience xpedition stent delivery system (sds); however, it failed to cross a stent deployed in a previous procedure. The sds was retracted from the anatomy and predilatation of the lesion was performed with an nc trek balloon. Another attempt was made to cross with the same sds. While pushing heavily against resistance in an attempt to cross the stent implant dislodged from the balloon inside the previously deployed stent. No resistance was felt during retraction of the sds from the anatomy. The stent dislodgement was observed after the sds was retracted from the anatomy. An nc trek balloon was advanced to the dislodged stent and inflated crushing the dislodged stent inside the previously deployed stent. The decision was made to abort the procedure. The patient is reported to be well. No additional information was provided.

Manufacturer narrative:
(B)(4) - re-insertion. Date of event - estimation. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record and complaint history of the reported lot could not be conducted, because the part/lot number was not provided. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency. It should be noted the xience xpedition everolimus eluting coronary stent systems instructions for use (IFU) states: (stent placement section) an unexpanded stent may be retracted into the guiding catheter one time only. An unexpanded stent should not be reintroduced into the artery once it has been pulled back into the guiding catheter. Subsequent movement in and out through the distal end of the guiding catheter should not be performed, as the stent may be damaged when retracting the un-deployed stent back into the guiding catheter. In this case, excessive force and reinsertion of the sds may have contributed to the stent dislodgment. Based on the information provided, the reported difficulties appear to be related to circumstances of the procedure and not a product quality deficiency.